Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4)

Event description:
It was reported that excessive glue was noticed on the tip of the device.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: excessive glue noticed on top of probe. The failure identified in the investigation is consistent with the complaint record. Per visual examination the alleged claim was confirmed. The glue noticed was identified as the excess glue applied to the ceramic during manufacturing. The probable root cause/s could be cleaning/wiping the excess glue after applying. Protective measure: in process inspections. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that excessive glue was noticed on the tip of the device.